Manufacturer narrative:
Insulation damage was found at 19.5cm to 21cm from the connector pin consistent with clavicular crush damage. The etfe coating on the sensing conductors was abraded at the same location. Electrical analysis found that the lead was shorted.

Event description:
It was reported that increased capture threshold and low lead impedance were observed. Dislodgement was suspected. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.